Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings:a review of the black box showed evidence of a partially discharged battery being installed following a replace cartridge alarm on the date of the complaint. The partially discharged battery resulted in a low battery warning. The pump powered on with the returned battery cap. The battery cap was unable to be fully tightened. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump case was removed to find no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was cracked in the thread area, and below the grip pad. Additionally, a crack was found between the case sea and the keypad.